Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection upon receipt found that the sheath tube had been kinked at approximately 18, 35 and 118mm respectively from the distal end of the tube. Magnifying inspection focusing on the kinked segments found anomalies, such as a scratch or dent, which could have been a trigger of the generation of the kinks. The sheath tube was tested for its kink resistance on the undamaged segment and verified to meet manufacturer specifications. The sheath tube was cut vertically on the segment adjacent to the kink and the cut cross-section was inspected under magnification. No anomalies, including deformation in the shape or thickness deviation, was revealed. The inside diameter and thickness were measured and confirmed to meet the specifications. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint file. There is no evidence that this event was related to a device defect or malfunction. During investigation, no inherent deficiencies were noted on the actual device. It is likely that the actual device was exposed to excessive bending force and became kinked. From the available information, however, it is difficult to determine how the actual device was subjected to the excessive bending force. IFU reference: "the glidesheath slender is used to facilitate placing a catheter through the skin into the radial artery." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.he anchor has been properly placed or the device will not function.

Event description:
The user facility reported that the physician, after having punctured the right femoral artery, inserted the actual sample. During the insertion, he felt that a kink may have occurred on the sheath tube of the glidesheath slender. The physician continued using it for angiography. The procedure itself was completed successfully. At the last phase, when the physician tried to withdraw the actual sample, the kinked segment of the sheath tube hurt the artery. Bleeding started and the patient's blood pressure dropped. Surgical hemostasis was required. The amount of blood loss is unknown. It was reported that the patient recovered from the injury. The procedure outcome is unknown.